Manufacturer narrative:
Concomitant products: 419488 lead implanted (B)(6) 2014; 5076-58 lead implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that capture could not be confirmed on the left ventricular (lv) lead as programmed output was below the currently measured pacing threshold. It was also reported that the right atrial (ra) lead exhibited high pacing thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.